Event description:
It was reported that the patient was to undergo magnetic resonance imaging (MRI) unrelated to the device or therapy. The nurse that works with the ordering physician told the MRI healthcare provider (hcp) that the patient would be following up with a neurologist because the pump ¿isn¿t working¿. The MRI hcp reported ¿something is wrong with the pump¿. The device system delivered baclofen. Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8591-38, lot# d02218, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4)